Event description:
It was reported by the customer that their insulin pump was alarming to prime the device. Customer states that they were performing a complete set change and are now unable to exit the priming process. During troubleshooting, customer was asked to hold down the act button until a second series of beeps was heard. Customer informed that second series of beeps did not occur, nor did any numbers on the device's display. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 92 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime test due to missing drive support disk. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time